Manufacturer narrative:
The sample was serum. The customer did not note lipemia, icteric or homolysis. Controls were run before the event and the results were within the established ranges. On (B)(6) 2011, the customer performed system verification on an au680 and ran this patient sample which yielded results of 104 and 106 ug/ml. The customer ran the sample on a different dxc s/n (B)(4), for comparison study, which generated a lower result of 33 ug/ml. Service was not requested a clear root cause is unknown for this event..

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low acetaminophen (actm) result of 14ug/ml on one patient generated on the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was from a drug overdose patient. The customer sent the sample to a reference lab and "critical" result was reported, which confirmed the erroneous result. The customer did not disclose the exact result. Patient treatment was not impacted by this event.